Event description:
Account reports incidents in which the sleeve stopper separated during withdraw of a needlelock device. Reporter stated one incident involved a pt having back surgery, the sleeve stopper separated, a liter of fluid was lost, the pt became hypotensive, surgery interrupted due to pt had to be positioned from side-lying to supine while set change done and fluid re-introduced. No negative outcome to pt.